Event description:
In 2002, a customer contacted beckman coulter regarding an erroneously elevated accutni result. The customer ran four accutni samples with one sample resulting a 1.54 ng/ml. The elevated result was reported out of the lab. The physician questioned result and the patient was redrawn with a result of 0.01ng/ml. Other patients on the same run were rechecked and results matched original results. Original patient sampel was rerun and result was 0.01 ng/ml. Customer indicated that there was no change in patient treatment due to the erroneous result that was reported.